Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 300 mg/dl and a correction bolus was delivered to address the bg level. The customer stated that the high bg was due to eating more carbohydrates than was planned. Tandem technical support advised the customer to discuss the event with a healthcare provider.